Manufacturer narrative:
Manufacturer report number: correction: in initial report, the manufacturer reporting number was incorrectly provided as it should have been 3006695864. The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss was not able to confirm the power failure reported but was able to confirm the 2012 error by reviewing the error logs. Temporarily, a loaner system was installed during repair of equipment. The fss repaired the hard drive, network adapter, power switch, graphic interface printed circuit board and lan cable to resolve 2012 error reported. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
The amo field service specialist noted error 2012 (instrument host timeout error) while on customer site with the whitestar signature system. No patient injury reported.a separate MDR will also be submitted, to capture frozen/system shutdown unexpectedly during the operation issue.